Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without the unique product serial numbers, a one to one correlation could not be made, the manufactured date cannot be established, and it is unknown if this was previously reported. Referenced article: diagnostic and therapeutic value of implantable loop recorder: a tertiary care center experience. Doi: 10.1111/pace.13533. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders (ilr). It was stated that post implant, six patients developed local pain and infection. Additionally, one patient developed a systemic infection. The ilrs associated with the six patients were removed. The status concerning the patient with the systemic infection as well as the disposition of the device is unknown. A request for additional information could not be performed. No further patient complications have been reported as a result of this event.